Manufacturer narrative:
The initial information supplied which stated that surgery time was extended 30-60 minutes was found to be in error. There is no information which indicates patient injury.

Event description:
It was reported that the surgeon experienced problems with the fitting of the instrument which extended surgery time 30-60 minutes.